Event description:
It was reported that during the da vinci si hysterectomy procedure, the patient sustained an intraoperative injury to the iliac artery and the procedure was converted to open. The customer indicated that the patient's injury was not related to the da vinci si system. The customer had difficulties moving the patient side cart (psc) away from the patient because the psc was still sensing a cannula during an emergency abort of the procedure. The intuitive surgical inc. (Isi) field engineer (fe) contacted the site for troubleshooting. The customer discovered that they had a sterile drape that was bunched into the endoscopic camera manipulator (ecm) cannula mount, which was engaging the brakes of the patient side cart (psc). After the customer cleared the cannula mount, the customer was able to move the psc away from the patient and stabilize the patient. The fe monitored the system and no further issues were noted. Isi attempted to contact the site for additional information regarding the events leading to the patient's injury; however, no additional information has been provided as of the date of this report.

Manufacturer narrative:
The customer was able to move the psc during the emergency abort by clearing the obstruction in the cannula mount. Based on the provided information, there was no indication of a device malfunction and there was no allegation that the da vinci si system contributed to the patient's intraoperative injury. However, this complaint is being reported because the da vinci si hysterectomy procedure was converted to an open surgery.